Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was due to coronary artery disease and ischemic cardiomyopathy. No further information is available at this time.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.